Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device was found to have no audio through troubleshooting of the device. The reported condition was verified. The cause of the condition was determined to be a failed speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.